Manufacturer narrative:
Follow-up # 1.the lay user/patients test strips have been returned and evaluated by lifescan product analysis with the following findings: the test strips passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016 the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultra2 meter was reading inaccurately high compared to another meter. The complaint was classified based on the customer service representative (csr) documentation. The patient stated that the alleged meter issue began on (B)(6) 2016 at 6pm when a reading of 450mg/dl was obtained using the subject meter compared to a reading of 220mg/dl obtained using another device (brand unknown), both readings taken within 30 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds lifescan's criteria for accuracy. The patient manages her diabetes using a combination of diabetes medications (novolog flex pen, levemir, metformin). The patient reportedly took an additional 10 units of novorapid insulin on (B)(6) 2016 at 6pm in response to the alleged issue. The patient reported experiencing symptoms of shaky, sweaty and dizzy although it is unclear whether the patient felt these symptoms before or approximately 20 minutes after the alleged issue began. The patient reportedly attended the emergency services (ems) on (B)(6) 2016 at 6pm where her blood glucose was measured using an ems meter with a result of 220mg/dl. The patient stated that the ems instructed the patient to go to the hospital, where she received advice from an hcp. The patient did not specify that any further form of medical intervention was received in response to the reported event. At the time of troubleshooting, the csr determined that the meter was set with the correct unit of measure, an approved sample site was being used, the patient's testing technique was correct and the test strips were stored properly and within expiry. The csr noted that the patient did not have any control solution. Replacement products have been sent to the patient. This complaint is being reported because the patient reportedly developed signs/symptoms suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
Follow-up # 2: the lay user/patients meter has been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. A device history record review was performed on the subject meter lot. The review did not identify anything that could adversely impact product performance or function. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.